Manufacturer narrative:
Correction: it was reported that there were many patients still in the exam folder. The representative deleted them. Device evaluation: the system logs were reviewed and did not include any core files or other information that would explain the reported event.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: system information UDI and manufacturer date received and updated.

Manufacturer narrative:
Correction: aware date of initial MDR submission should have been (B)(6) 2018.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure, while attempting to download exams from electronic picture archiving and communication systems (pacs), the navigations system would become unresponsive. The site rebooted the system and attempted to download the exams again and this time the system completely crashed. When it crashed, the system lost all of its patient data. There was no patient present when this issue was observed.